Event description:
It was reported that a caucasian female patient who underwent breast augmentation revision, as part of a clinical study, with a 450cc mentor memorygel xtra breast implant , suffered right breast cancer post-operatively. As a result, the patient underwent breast removal and replacement on (B)(6) 2019.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2025, mentor received additional information indicating that the patient was diagnosed with squamous cell carcinoma on (B)(6) 2021, but it was assessed as moderate in severity, serious, and not related to the study device. It was treated with an unspecified secondary surgical procedure. During the patient's 4th year follow up visit, they were diagnosed with skin cancer - nonmelanoma.